Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated high impedances on 6 out of 8 electrodes. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates imaging showed leads were twisted with one another and high impedance on contacts 6 and 9. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction b5: in the initial b5 report the event should have stated high impedance on contacts 6 and 9 not 6 out of 8 electrodes. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.